Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. The continuous glucose monitor read ¿high¿; however, a specific bg value was not provided. Reportedly, the pump battery couldn't charge resulting in the pump to shutting down. Bg was addressed via manual insulin injection.. Customer reverted to an alternate tandem insulin pump for insulin therapy.